Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the peritonitis event. At the time of the report, the patient was recovering from the peritonitis event and extraneal/physioneal therapies were ongoing. No additional information is available.